Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. After receiving complete pump reset information from technical support, the caller was guided through a pump reset process. Following the reset, the cgm error code did not reoccur, and the caller was able to successfully start their sensor session.